Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided and reviewed. Therefore, the investigation of the reported malfunction was confirmed for perforation of the inferior vena cava and filter tilt. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced tilt and perforation. This information was received from one source. The malfunction involved patient with no known impact to the patient. The male patient's age is (B)(6) years old and weight was not provided.